Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patients lead had only three working electrodes. High impedances were noted. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein the lead was cut but only the ipg was removed. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had only three working electrodes. High impedances were noted. The patient will undergo an explant procedure.